Event description:
It was reported that a pump declared an altitude alarm 21, leading to the suspension of the customer's insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to remove any obstructions from the pump's speaker holes, clean them, and reconnect the insulin cartridge. After following these instructions and waiting a short period, the insulin delivery was successfully resumed without any recurrence of the alarm. Technical support also provided guidance on preventing future altitude alarms, which the customer acknowledged.